Event description:
The customer reported that the system shut down in the middle of a case. The system rebooted, then ok. Case was completed and then system taken out of service.

Manufacturer narrative:
The service rep was unable to duplicate the problem. The tech described fluoro functions reboot, verified in error log. The rep erased system flash on ffb pcb, reloaded, tested system at length, unable to duplicate any problem, system fully functional at this time.